Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Clinical study patient ID: (B)(6)). It was reported that on (B)(6) 2021, a 27 mm portico ng valve was successfully implanted in a patient that had prior stable pericardial effusion. On (B)(6) 2021, the patient was admitted for pericardial effusion and atrial fibrillation. The patient underwent a total robotic pericardial window and laa (left atrial appendage) exclusion. The non-abbott laa clip had an excellent progress thereafter and patient was discharged the day after to follow up. On (B)(6) 2022, the patient presented to the ER with chest pain, burning in nature and more in the epigastrium. Tte was performed 4 weeks prior with normal results. ECG and x-ray were performed with labs and showed normal troponins. Subject was advised to do an endoscopy to further investigate the pain when discharged. No additional information was reported.

Manufacturer narrative:
The reported event of pericardial effusion, atrial fibrillation, chest pain and burning in nature and more in the epigastrium could not be confirmed. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.